Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/08/2015 and discovered that the manual probe was not retracting, due to a defective solenoid (sol) 17 attributing to the aspiration errors; the fse confirmed that the rinse block was not clogged. The fse replaced sol17, resolving the leak and partial aspiration errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported recovering multiple partial aspiration errors on a coulter lh 500 hematology analyzer. The customer also stated that the rinse block on the manual probe was clogged, resulting in a leak of an unknown amount of fluid; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.